Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was in the hospital due to an increase in seizures and bradycardia. It was suggested that they use the magnet to disable the patient's device until the patient could be seen by their treating physician to disable the device. Information was received on 09/06/2016 that the patient was continuing to have bradycardia and seizures, which the medical staff at the hospital believed to be related to vns. It was again suggested that they use the magnet to disable the device until the treating physician could communicate with the device. The patient's vns magnet was used to disable the patient's device on (B)(6) 2016. Diagnostics were also performed on the patient's device, and it was functioning properly. The bradycardia was reported to be intermittent, but it was unknown if it was correlated with vns stimulations. The patient's anti-seizure medication, vimpat, was also discontinued on (B)(6) 2016, and the bradycardia and seizures appeared to have stopped. It was unknown at that time if the bradycardia and seizures were related to vns or not. The treating physician recommended that the patient's device be programmed off. However, the attending physician decided not to turn off the patient's device to prevent the risk of the patient experiencing an increase in seizures, but instead decided to tape the patient's magnet over the device again. Using the magnet to disable the device the first time was reported to not have an affect the bradycardia, but the physician decided to try it again just in case. Information received on 09/22/2016 indicated that the increase in seizures and bradycardia were suspected to be related to the patient's vns, but the physician was not positive. The device was still being disabled using the magnet, and the seizures stopped and bradycardia got better. However, the bradycardia was still present. There were no other planned interventions regarding his vns at that time. No further relevant information has been received to date.